Event description:
It was reported that the user experienced intermittent signal loss between a dexcom g7 sensor and their device, while the glucose value continued to appear on the ilet, and they were informed that insulin delivery would continue during the intermittent loss. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included troubleshooting and user education regarding cgm signal interruptions and continued ilet insulin delivery logic. Investigation of this case revealed that the event was consistent with transient cgm communication interruption without ilet device malfunction or loss of therapy. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient connectivity interference.